Event description:
Inbound. Patient reports no disposable alarm when attempting to prime cadd legacy pump, able to resolve issue with general troubleshooting, no cassette information available. No further details provided.